Event description:
Clinic notes were received for a replacement referral. The notes indicated that the patient feels that the vns is firing every 2 minutes sometimes. The notes also state that the pulsewidth was reset to 250 microseconds and the frequency had reset from 20 to 30 hertz. The impedance was fine, but the battery has dropped from 50% last year to 8-18%. He reset it to 250 microseconds and it was better tolerated. It was stated the device needs to be replaced. Follow-up from the neurologist was provided that on (B)(6) 2017 the battery was 50%, and there were no issues for the patient and that it was working. When the patient came back recently in (B)(6) 2018, he reported the settings had changed on their own. Diagnostics were reported to be okay. He did not know what may have caused the device to change settings. Additional relevant information has not been received to-date.

Event description:
Generator replacement surgery occurred. The explanted device was reported to have been discarded.

Manufacturer narrative:
Event description, corrected data: some information was inadvertently not provided in the event description on the initial report.

Event description:
Review of the downloaded data was also performed. Diagnostics were within normal limits throughout the programming history. The percentage of battery capacity used was decreasing in a consistent manner with the battery voltage. Settings data from the visit on (B)(6) 2018 were consistent with the physician¿s report that they were not at the settings expected for the patient, however a cause for the change in programmed settings was unable to be determined from the information received.